Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp) due to the tubing size. The ipp tube was trimmed through surgical revision. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Added additional information. Implant date added.

Event description:
It was reported that the patient experienced malposition of the inflatable penile prosthesis (ipp) right cylinder slightly more proximal then the left side. The ipp was removed, tube trimmed, re-dilated, and then put back in. The product positioned well after re-dilation. No patient complications reported.